Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary : visual inspection of the returned device was unable to confirm the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address tibia loosening at bone to implant interface. Doi: (B)(6) 2017; dor: (B)(6) 2018; right knee.